Event description:
The doctor called to report that the customer was admitted to the hospital for high bgs. It was stated that the pump showed an error alarm and erased the basal rates. The pump had already been reprogrammed. The bgs kept rising. The customer indicated that the bgs started to rise the day before the admission. The customer was on insulin drip at the time of the call, but has the sites still in place. The cannula was slightly bent when it was removed from the site. The customer has frequently bent cannulas. The testing on the pump could not be performed due to a lack of the new set and a clamp. The customer also had a blank display a week before.